Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2023 and suture was used. During the procedure, while suturing the patient¿s perineum, the doctor noticed the tip of the suture appears to be missing. She believes it broke off- as the initial running stitch went in as normal, but the first of her back stitch would not puncture the skin. No further suture was done with this atraumatic needle. A replacement suture was given which was the same lot to doctor and it was not defective. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: no x-rays were not taken. We anticipate the piece is a mm in size and would be difficult to visualize. We are unsure if the broken piece remains within the patient. We did not find it at all. The back-stitch was in the vagina- so the tissue structure would be the vagina. As noted above, we estimate the piece to be 1 mm in size. The surgeon believes there will be no negative consequences to the patient and there are no plans to remove the piece. No tissue damage as we searched for the piece. The current condition of the patient is that she is well. (B)(6), primary rn, in collaboration with dr. (B)(6) - most responsible physician. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product received for analysis was identified as product code j345h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.